Manufacturer narrative:
No product was returned for evaluation. We are unable to assess the device condition. No product lot number was reported; therefore, no qualification and sterilization record review could be performed. The omnipod user guide cautions "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "at least once a day, use the pod's viewing window to check the site for signs of infection and to confirm that the soft cannula is securely in place. Be aware of the signs of infection, including pain, swelling, redness, discharge, or heat at the site." It warns "to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water, and keep sterile materials away from any possible germs."

Event description:
The pt reported that she has had several infections due to "the pod's cannula pulling out and leaving the area exposed to external substances." She went to the doctor for an infection and the area had to be lanced. She was also prescribed antibiotics.